Event description:
There was a hair about a inch long in a laparoscopic pack. The hair was stucked in a time out cover for the marking pen. The scrub tech noticed the hair and sterile field was broken down and new instruments and pack were opened. The patient was in the or room when the scrub tech noticed the hair so there was 15 min delay start time due to the contamination.